Event description:
It was reported that insulin gauge displayed ongoing inaccuracies. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump due to discrepancy and reverted to manual injections for continued insulin therapy.

Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 70 units when caller expected 250 units, and issue occurred on previous day rather than at time of call. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump due to discrepancy and planned to call back to complete troubleshooting, and no additional information was received regarding the outcome of event.